Manufacturer narrative:
The customer reported that they were not able to get a good ECG signal when using two different sets of pads which had a new style of connector. They switched over to a set of pedi pads with the older style connector, and were successful in delivering therapy. The involved pt died, but the paramedic users reported that the device was not a factor in the pt outcome. Sometime in 2008, the pads involved in the incident were returned to philips and evaluated. No trouble was found. The available info does not support a malfunction of the device or accessories. There was no malfunction.

Event description:
The customer reported that they were not able to get a good ECG signal when using two different sets of pads which had a new style of connector. They switched over to a set of pedi pads with the older style connector, and were successful in delivering therapy. The involved pt died, but the paramedic users reported that the device was not a factor in the pt outcome.